Manufacturer narrative:
Evaluation revealed the screw gauge t2 tibia to be the subject product. No further associated products were reported. A physical examination could not be carried out as the device was not returned for evaluation despite several requests. A review of the device history records revealed no discrepancies. The item was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. As the screw gauge had been in use for a long time (manufactured in 2013) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. With the information given the reported event could not be confirmed. A more precise evaluation was not possible. With available information a deficiency of the device could not be verified. The file will be closed formally. In case relevant clinical information or the item should become available, we reserve the right to update the investigation and change the root cause. Review of complaint history, CAPA databases, risk analysis and labelling did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified. Device not received.

Event description:
The depth guage broke during surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The depth gauge broke during surgery.